Event description:
When I received a new bottle of glucose test strips from amazon, they were marked "not for use in the USA". They gave significantly higher readings than my previous test strips causing me to go into hypoglycemia.